Manufacturer narrative:
(B)(4). Lot unknown. Unknown if complaint product will be returned for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This experienced senior surgeon have now his 2nd. Rod break. Have now seen the patient after (B)(6) because of pain - can see a rod break on only one side , but the patient and surgeon want ot wait and think if it is necessary with re-operation. This time it is with expedium and expedium fenestrated poly screw system, screws at levels th 11- l3. Th 11 and l3 is fixed with cement, and the rod is cocr. This patient has been operated 1 year and 4 month ago, and have had a good training/after operation period. Operated over niveau from th11 - l3 + kile osteotomy at l2, closed with osteotomy closing instrument. Implants will be send if the patient are going to be reoperated.